Event description:
After approximately 40¿60 minutes of use, the cutting function on the laparoscopic maryland ligasure device stopped working. The device was removed from the sterile field and replaced with a new one.